Manufacturer narrative:
Investigation summary : the analysis of the batch history (DHR), maintenance records and quality notifications were performed. No records related to the batch were found. The sample made available by the client for evaluation allowed an investigation to be carried out and the root cause for the incident to be determined. The clogged needle defect occurred due to an accumulation of epoxy resin that penetrated the region of the lower diameter of the cannula. According to the analysis of the sample sent, the cannula and cannon were checked after sanding both until reaching the connection point internally. The evaluation indicated that resin reached the fluid passing diameter, and the root cause for this flow, may have been the diameter of the gun larger than specified. Some variation in the manufacturing process of this component, ended up leaving the diameter with clearance which allows entry of the epoxy resin. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the bd eclipse¿ needle was clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "needle clogged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse needle was clogged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle clogged."